Event description:
It was reported that the customer was hospitalized due to "low bg". A blood glucose level was not provided. The customer alleged that the "pump did not shut off basal when it was suppose to"; however, alleged root cause could not be confirmed as customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.